Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the customer's allegation was confirmed. Service found an electrical continuity error occurred due to water invasion in the scope connector. Fluid ingress was apparent inside the endoscope connector, triggering the pink moisture indicator throughout the plug body. Fluid inside the plug body can result in intermittent image issues temporarily affecting the video image and other electrical functionality. Additionally, it was noted that the light guide cover glasses were chipped and the adhesive of the light guide cover glasses was uneven. The optical cover glass adhesive was worn. The adhesive at the distal end was lifting. The colored ring of the aspiration housing and the air/water housing was worn. There was reduced angulation in the up/down/left/right directions. There was play in the up/down/left/right angulation knob. The device failed the electrical safety test. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is received.

Event description:
The customer reported to olympus that no image was displayed with the colonovideoscope and an e315 error code (scope error) was displayed, during routine pre-procedure checks of the subject device. There was no patient involvement.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
It was further reported, the intended procedure was colonoscopy (diagnostic). The procedure was completed with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the scope connector while the user was handling the device which led to an abnormality of electrical parts. As a result, the error message was displayed. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "inspection of the endoscopic image". The user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.